Event description:
The lina loop broke as it was in use. The "stray" end cut through tissue as it was pulled through. Also, a vessel was cut, which resulted in excessive bleeding. This required a emergent call to a surgeon for repair.